Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material may not have been removed by physical damage to the device. The root cause of the reported event is unable to be determined. However, the cause of the reported events is likely due to stress. Additionally, water tightness around the forceps elevator was lost by physical stress such as dropping/hitting the distal end. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection reprocessing manual 5.3 leakage testing of the endoscope. The event can be prevented by following the instructions for use (IFU) which state: reprocessing manual 5.3 leakage testing of the endoscope 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The incoming inspection sr. Engineer reported, during maintenances for an annual inspection on a demo, found the water tightness of the forceps elevator was lost, and foreign material or stains were observed on the cover. There was no patient involvement associated with this event.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. Upon further inspection and testing of the device the issue was confirmed. It was determined that there was adhesive deterioration and separation on the bending cover/wear on the body/leakage test failed/objective lens was cracked due to a shock caused by dropping/adhesive on the cap rubber/peeling and deterioration. The root cause could not be determined, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.